Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it was discarded therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2016 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced stoma site drainage and leaking which caused a stoma site cellulitis. The patient had hip replacement which became infected. The patient was placed on an unknown antibiotics for the hip infection, the physician stated that since the patient was on antibiotics for the hip infection that the antibiotic would also cover the cellulitis, so the physician did not provide new antibiotics. The tubing's were removed on an unknown date.